Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the programmer had poor communication and they couldn¿t communicate with the recharger. The last time they had stimulation was in (B)(6) 2018 and the last time they charged was (B)(6) 2018. The patient was directed to follow-up with their doctor to address the possible overdischarge. The patient mentioned that she had a fall and hit her head and ended up having surgery and hadn¿t charged since that happened.. The patient had been in the ICU and a rehab facility and were now trying to charge and couldn¿t. The indication for use was spinal pain. Additional information was received from a consumer. It was reported that the patient had an operation for a subdural hematoma and had been recuperating since (B)(6). Caller stated the patient was back to where the patient needed the stimulator functioning again. Caller mentioned that the patient was in chronic pain and confirmed he was referring to the pain that the patient had the stimulator implanted for. Additional information received from the consumer reiterated that the patient had a fall/hematoma which resulted in them not charging the ins. The family member/friend of the patient stated that the ins needed to be replaced. The patient was scheduled for a ins replacement on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the ins was explanted and replaced on (B)(6) 2018 due to failure of the ins. The patient reported pain in pre-op with a pain score of 7 out of 10, that was improved to a score of 0 out of 10 after the replacement was completed. The onset of the pain was unknown and there were no precipitating events or trauma that could be recalled. During the replacement surgery, the leads were found to be intact so they were connected to the replacement ins. No further complications were reported or anticipated.